Manufacturer narrative:
Additional information was added to d9, h3, h4, and h6. H4: device manufacture date ¿ the lot was manufactured between july 21-22, 2025. H11: two (2) devices were received for evaluation. Visual inspection of the samples confirmed the reported issue. Functional testing on the returned samples was performed, and it was noted that during the direct entry compounding cycle, bubbles were observed or encountered during testing. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this suspected lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two compounding pumps were receiving air after the em2400 valve sets. This occurred during use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.